Event description:
It was initially reported the patient was requesting vns explant as she feared the vns would "disintegrate". It was explained the patient had been doing well with vns. It was later reported the vns generator and lead had both been explanted. The generator and lead were received for product analysis. The product analysis was completed for the lead which showed there were coil breaks at the electrode bifurcation. Scanning electron microscopy showed imaged of all three coil breaks and it was found that pitting or electro-etching conditions have occurred at the break locations. The pitting gives evidence that current had been present after the lead break occurred. However, due to the mechanical distortion and metal dissolution, the fracture mechanism could not be ascertained. Additionally, the lead had internal abrasions and remnants of what appeared to have once been body fluids were found inside the inner silicone tubing. Product analysis for the generator was completed and it was found that the device performed as expected and not anomalies were noted.